Manufacturer narrative:
Corrected data: in further review of the file it was determined the event is not reportable as the replacement lens is the same model but different diopter size, 21.5. Thus, indicating that the reported issue is most likely due a lens selection issue (10 diopter difference) and not a product quality issue. Therefore, the event is no longer considered reportable and no further information will be provided under manufacturer report number 2648035-2021-07301. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h-3: device evaluated by manufacturer: yes device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional complaint has been received for this production order. The complaint was not confirmed as manufacturing problem. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received: through follow-up, additional information was received confirming no complications, no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. Account clarified iol dimension issues as significant refractive error. The explanted lens was replaced with the same model iol with a different diopter size. Patient status was reported as vision is 20/30 with some slight haze to her vision. No further information is available. Additionally, the following information was received, therefore the following fields have been updated accordingly: gender: updated from no information to female . If explanted, give date: updated from unknown to (B)(6) 2021. Medical device problem code (B)(4) is no longer applicable and is now updated to health effect - clinical code (B)(4) . Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional complaint has been received for this production order. The complaint was not confirmed as a manufacturing problem. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: unknown as information was not provided. The best estimate date is between (B)(6) 2021. (B)(4). Attempts were made to contact the customer account requesting additional information regarding the complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported iol was implanted in the patient's ocular dexter (right eye). The iol was explanted due to complaints of dimension issues. No further information is available.